Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was above 400 mg/dl. Customer changed the pump supplies to address the issue. Reportedly, the customer is wearing the infusion set for 2-3 days. The customer was admitted into the hospital on (B)(6) 2023 with a blood glucose level of over 400 mg/dl. Customer attempted to address the elevated bg by administering a manual injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and customer was released (B)(6) 2023 with no permanent damage. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.